Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Physician reported, left side capsular contractures, baker grade unknown. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional later confirmed baker grade iii.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported capsular contractures, baker grade unknown, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later confirmed baker grade iii. Record is for left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure creases and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.